Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient received several inappropriate shocks that were caused by an arrhythmic storm. The six shocks did not resolve the ventricular fibrillation rhythm in one of the episodes. The patient had recovered while at the clinic. The device was explanted and replaced. The patient condition after the procedure was good.